Manufacturer narrative:
Batch review performed on 12 september 2018; lot 170450: (B)(4) items manufactured and released on 23 may 2017. Expiration date: 2022-05-09; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Investigation performed by patient's match department on 22 august 2018; our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly. A gmk primary has been planned; intra-operatively the surgeon decided to implant a gmk sphere. Clinical evaluation performed by medical affairs (B)(4) on 11 september 2018; knee revision surgery occurred 11 months after primary cemented tkr in a (B)(6) year-old man. Aseptic loosening is a possible literature described adverse event after tka and causes are often unknown. The reason of this failure cannot be determined.

Event description:
About 1 year after primary the surgeon revised the patient knee for a tibial loosening. The surgery was completed successfully.